Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a clinic follow-up, over-sensed noise was observed on the right ventricular (rv) lead, which delivered an inappropriate shock. Unknown if any intervention was performed. The patient was asymptomatic and in stable condition.

Event description:
It was reported that during a clinic follow-up, over-sensed noise was observed on the right ventricular (rv) lead, which delivered an inappropriate shock. Unknown if any intervention was performed. The patient was in stable condition.